Event description:
An issue occurred with panoramic central station which may have affected telemetry monitoring. No injury was reported.

Manufacturer narrative:
A company rep evaluated the panoramic central station. The system has been sent to the company's repair ctr for eval.